Manufacturer narrative:
The field service engineer replaced the flow sensor assembly top address the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a spontaneous breathing and low leak co2 rebreathing risk error was found in the log. The customer reported there was no patient involvement.